Event description:
It was reported to boston scientific corporation that a profile polypectomy snare was used during a colonoscopy. According to the complainant, the snare loop detached from the snare catheter while attempting to open the snare. The loop detached while inside the patient and was retrieved with biopsy forceps. The procedure was completed with another profile polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be "fine".

Manufacturer narrative:
A visual examination of the returned device confirmed that the loop has detached from the pull wire and coupling. The crimp marks for the pull wire and the loop assembly were present on the coupling, and were in the proper locations. No crimp marks were present in the ball weld. It appears that the pull wire was not pushed inside the coupling far enough during assembly, so that the crimp was not positioned behind the ball weld. This inicates that the pull wire was not held in the coupling by the crimp, which would allow the loop to fall off. A lot history search was performed and revealed no other complaints reported on this lot number.